Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer continued to use the existing cartridge for insulin therapy. There was no reported adverse impact to customer's blood glucose level.